Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment resulting in severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was placed valve in valve resulting in mild pvl. No further treatment was required. No adverse patient effects were reported.